Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; intermittent power with a cracked battery compartment. The battery cap will not tighten on the pump. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/28/2017 with the following findings: a review of the black box showed several unexplained power on reset events. The battery compartment was cracked from the threads to the case seal on the side, and a fragment was missing above the grip pad. The returned battery cap threads were stripped. The battery cap was unable to fit to the pump to maintain an electrical connection. The power complaint was duplicated. A test battery cap fit and no further power interruptions occurred during the investigation. The pump cover was removed to find no intermittent conditions to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.